Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was cracked and damaged. The location of damage was reservoir ring. The reservoir was able to lock in place. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Event description:
Customer stated that retainer ring was broken.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Patient returned pump for an alleged retainer ring damage and cosmetic damage located at the reservoir ring observed on 08-mar-2022. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Moisture damage found on the pcba 1, pcba 2, force sensor, and motor. Test p-cap and reservoir unable to lock properly into reservoir compartment due to missing retainer ring. The following were noted during visual inspection: detached retainer, missing reservoir tube o-ring, cracked case corner of the belt clip rails near the battery compartment, cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label stained, serial number label fading, scratched case, cracked select button keypad overlay, pillowing keypad overlay, and corroded battery tube. Blank display was confirmed during analysis due to misaligned battery tube. Cosmetic damage was confirmed at reservoir tube and retainer ring. Unable to download history files and traces due to blank display. Moisture found on pcba 1, pcba 2, force sensor, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act the initial report was submitted with missing information. The information had been updated and provided with this report in section b5.